Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The patients death date was confirmed to be (B)(6) 2014 instead of (B)(6) 2014. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient has deceased. There is no allegation from a health care professional that suggests that the death was device related.